Event description:
The reporter indicated a +12.5 diopter aq2015a silicone aspheric three piece lens was being loaded and the lens tore in half, the lens felt "stiff". There was no patient contact. The reporter indicated the cause of the lens damage may have been due to the aq cartridge-fp. This is one of two lenses used on this patient - see MFR report # 2023826-2012-00542.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens torn in half and one haptic bent. There was evidence of dark surgical residue on the lens surface. Evaluation codes: conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4).other text: the cartridge was not returned.